Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The result of the ftir concludes the material being a medical grade lubricant, which is used as a material in our process to exercise the smooth movement of a plunger in the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported before using noticed a clear liquid coming out of the needle. Lot # 3346010. Catalog# 328521. Date of event unknown. Sample status awaiting sample.